Event description:
It was reported that errors and random shut downs occurred during infusion. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. The tamper seal was removed/broken on the bottom case. The device was received with a cracked top case (front corners), cracked bottom case (pole clamp area and battery door) and a cracked right plunge case. Motor not running error was found during event history log review. The root cause of the reported issue was found to be an inoperable stepper motor. Actions were taken to mitigate the reported issue: stepper motor was replaced. Leadscrew and clutch halves were also replaced for preventative. Occlusion and functional test were performed and passed. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken.